Event description:
It was reported that during an unknown procedure, when attempting to fire the stapler it misfired. Then the operating room nurse tried to fire it without a cartridge present which worked well. The stapler was reloaded and fired again without any problems. Upon inspection of the staple line the staples were malformed i.e. Not formed to perfect b´s but with open legs. The knife, however, did cut. They had to use bipolar scissors to occlude the tissue. No severe damage to patient despite removing a bigger piece of tissue than necessary for the purpose. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.